Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation). Known inherent risk of a procedure (stent graft migration, endoleak).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant is unknown. It was reported that the patient was in for a routine follow up. There was a type I proximal endoleak and migration due to disease progression and aortic neck or vessel dilation observed. The aneurx bifurcated stent graft had migrated 7 cm due to neck enlargement. Two endurant 36 mm cuffs were placed proximally and a seal was achieved. Aptus endo staples were then placed in the endurant cuff to ensure graft placement. No additional clinical sequelae were reported and the patient is fine.